Manufacturer narrative:
The instrument was returned without a complaint and it was evaluated. Failure analysis investigation found the pitch up cable frayed at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Failure analysis investigation also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .067 - .128 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
The prograsp forceps instrument was returned to intuitive surgical, inc. Without a complaint. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.